Event description:
It was reported that during an implant procedure, when crossing the tricuspid valve with the sheath, ventricular standstill occurred requiring urgent pacing. The patient¿s resting rhythm was complete heart block with narrow qrs complexes. The physician noted it was probable trauma to the purkinje system during sheath maneuver. The event was resolved by pacing. The patient is enrolled in the protect pace clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).